Event description:
It was reported that the patient had ¿discovered¿ that the ¿convenience¿ of turning the devices off and on at .1 volt increments was very time consuming. It was noted that it was okay for turning them off but in order to lessen the ¿surge¿ turning them on that way took way too much time for the patient. It was noted that the patient ¿discovered¿ that she would rather put up with the big surge and be done with it. It was noted that when the patient had to be someplace soon after getting up she didn¿t have time for the ritual. It was noted that the patient¿s ¿fix¿ for the problems is not to turn them off. The reporter stated that she knew that it would ¿lessen the life of them.¿ it was noted that the patient preferred the old way. It was noted that the patient had discovered that her tremor was not as well controlled. Additional information received reported that the patient found adjusting the voltage control in 0.1 v increments too time consuming. It was stated that the patient had been given the option of dialing down the voltage before turning off dbs and then increasing when it was turned back on. It was stated since the patient thought it took too long, the hcp advised she could just keep stimulation on all the time. It was reported that impedance of 39 was measured on right vim 0 and 3 and all others were within normal limits. It was stated that the active contact was 2- c+ so it was ¿no concern¿. It was reported that left vim was within normal limits for all contacts.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend motor problems because the patient reported tremors. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ins is inconclusive because it is unclear what is causing the patient's surges. Concomitant medical products: product ID: 37602, lot# serial# (B)(4) implanted: (B)(6) 2013, product type: implantable neurostimulator, product ID: neu_unknown_lead, serial# unknown implanted: 2005 product type lead product ID 748240 lot# serial# (B)(4), implanted: (B)(4) 2005, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v055964, implanted: (B)(6) 2007, product type: lead. Product ID: 37602, serial# (B)(4)implanted: (B)(4) 2013, product type: implantable neurostimulator. (B)(4).